Event description:
It was later reported the patient experienced lethargy. Intervention performed was reprogramming/refill/bolus. Clonidine and ativan were adjusted. Etiology was the morphine was possibly related. A new drug was added. The morphine was replaced with hydropmorphone. It was related to drug, device or therapy. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported when the pump was implanted it was filled with dilaudid. The patient had ¿really bad side effects from that." The patient had low sodium, was vomiting, their ¿blood pressure was 69 over 23 and dropping¿ and they were "unconscious for 9 days.¿ their blood pressure was fine now. The patient was in the hospital the ¿whole month of april.¿ the patient indicated they were not withdrawn from the morphine. The patient was switched to ¿donovan¿ and ¿within 36 hours I was in slow morphine withdrawal.¿ the patient was sick for a month. The patient ¿almost died¿ with organ failure. The patient couldn¿t eat, was semi-conscious and their vision was blurred. The patient was put on prednisone for over a month and the patient was now about 20 pounds heavier and bloated. After going home from the rehabilitation facility they were at home for one a half days and became sick from the dilaudid. The patient went back to the hospital and requested the pump be shut off. The hcp told the patient the pump was turned off. The patient indicated it was never turned off. The pump was explanted due to ¿many complications.¿ the patient stayed the night in the hospital. Since the explant the patient experienced ¿excruciating¿ lower back pain and had ¿very severe pain at the incision site in my back¿ and it ¿hadn¿t let up at all.¿ it started with the back incision when the patient was in the hospital to have the pump removed. The patient was given five prescriptions and was told to take vicodin every four hours to prevent withdrawal from dilaudid. The patient used an ice pack, had morphine shot but it didn¿t help. The patient questioned if the catheter had been ¿attached to a vertebrae" and something happened when it came out as they were not able to do "anything for more than an hour.¿ the patient was very weak, did not sleep and was in so much pain ¿even laying down on a heating pad, laying down on ice, nothing really helps.¿ the patient¿s vision was ¿still blurred¿ and they were having ¿horrible, horrible cold night sweats that had a metallic smell to them.¿ the patient could ¿barely move.¿ the patient didn¿t ¿know who I am any more¿ and were not the person they used to be two months ago. The patient could not function or ¿do anything.¿ the patient ¿used to be a person that worked 12 hours a day 7 days a week and now I¿m really in bed all the time.¿ the patient had lost their ¿business, everything." The patient planned to follow up with an endocrinologist. The patient was seeking a physician to manage their care.

Event description:
It was reported the patient experienced medication side effects with symptoms of intractable nausea and vomiting. The event was ongoing. The continuous rate was decreased 64% on (B)(6) 2013. The severity was severe. The patient was hospitalized. The pump was delivering hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that after the pump was implanted the patient stayed the night in the hospital and then went home. That night, the patient went into severe morphine withdrawal and the paramedics were called. The patient was hospitalized almost the entire month of (B)(6) and almost ¿died¿ from the withdrawal of morphine. It was indicated the hcp did not withdraw the patient off of it and ¿switched it right over¿. After ten days, the patient¿s blood pressure was 69/23. The patient was going into organ failure ¿it was a nightmare¿. After ten days the patient started to get a little bit better. The patient went to a rehabilitation place for a week, but after two days the patient went home as they did not like it there. The patient was home for two days. The patient could not eat, was sick and was ¿not really conscious¿. The patient went back to the hospital as the dilaudid was making them sick. The patient could not eat or swallow food. The patient lost about ten pounds while hospitalized. The patient wanted their pump turned off. The patient was told the pump was not the problem and that they had a tumor on their pituitary and had adrenal problems. The patient indicated they did not have a tumor on their pituitary or have adrenal problems. An MRI was done of the brain. The patient was started on prednisone and experienced side effects from it. The patient went to see another pain managing physician but they were not familiar with the pump. The patient was ¿not fully conscious yet¿ they were ¿85-90% conscious and it has affected my vision so bad¿. The patient had bought new glasses and still could not see. The eye doctor indicated it may be the dilaudid. The patient went to an endocrinologist. The patient¿s ¿regular doctor¿ said the pump needs to be taken out. The patient contacted their insurance company and they requested letters from all three doctors stating why it¿s imperative to their health. The patient wanted the pump explanted. The patient was seeking a physician to manage their care.